Event description:
It was reported the charging system was unable to locate the ipg. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.